Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to procedure for multiple hernias, the patient had more problems in the abdomen. The patient was allergic polyester and polypropylene.